Event description:
Customer emailed saalt on 11/292020 explaining that they could not remove their cup and were not sure if they had also developed prolapse while wearing the cup. The customer noted that they felt their vaginal wall was blocking their cup and saalt responded with removal tips and suggested seeking medical care if they could not remove it on their own. The customer replied noting that they went to urgent care to have their cup removed. Saalt requested additional information about their experience. The customer did not respond to saalt's follow up emails.